Manufacturer narrative:
A philips service engineer replaced the control panel articulating arm to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on 7/16/2021. Reference corrections and removal report number 3019216-07/16/21-002-c.

Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel unexpectedly released from the locked position while transporting the unit within the user facility. Once the lock released, the unexpected motion of the system resulted in minor whiplash to the user¿s neck and shoulder. The user applied an ice pack to the affected area to treat the injury, and no further medical intervention was required. This type of failure was identified as a reportable malfunction in (B)(6) 2020. This incident is being reported retrospectively as it involved a similar failure which led to injury and was discovered during the investigation.